Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and no non-conformance's were found. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump was alarming error code 12 persistently. They stated that this resulted in a four-hour delay of therapy. It is unclear if the patient is able to supplement the feeding by another method. Mmd did follow up with the initial reporter and they reported that there was no adverse effect to the patient. They did not provide any additional information. (B)(4).

Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, the motor had failed, causing the error code 12. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump was alarming error code 12 persistently. They stated that this resulted in a four hour delay of therapy. It is unclear if the patient is able to supplement the feeding by another method. Mmd did follow up with the initial reporter and they reported that there was no adverse effect to the patient. They did not provide any additional information. (B)(4).